Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device hasn't been working/helping with urgency frequency and wanted assistance adjusting their therapy settings. Patient said they noticed a couple of days ago that they have been going to the bathroom every 30 minutes to every hour, on the hour. Caller said prior to call today they "reset it" and went to a different program and different level. Troubleshooting helped patient connect external devices with ins. Patient was able to successfully connect with ins to view settings. Reviewed general therapy guidelines and expectations. Patient said therapy adjustments made are at a comfortable level. Recommended patient stay on current setting and monitor their symptoms. The patient's relevant medical history included caller stated patient had follow up appointment with a pa who examined the surgery scars and said it was fine. Caller said prior to implant, patient had to get a urine sample because general doctors found that they had a severe bladder infection and was taking antibiotics. Caller said infection was resolved. Caller stated that they noticed the patient's feet were pretty blue looking. Patient said they are not feeling any pain in lower extremities. The patient was redirected to their healthcare provider to discuss programming guidance and other p otential medical issues.

Manufacturer narrative:
Outcomes attributed to adverse event: feet were blue/cyanotic. Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.